Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2019 the device was interrogated in the clinic and some undersensing was noted in the device egm storage. Programming changes were made. On (B)(6) 2019 there have been no recorded episodes of undersensing since reprogramming the device last in clinic. The patient's condition is normal.